Manufacturer narrative:
(B)(4).

Event description:
It was reported that tx unpaired itself occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and failed. No data was provided for evaluation. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The complaint states that tx unpaired itself was reported. No product or data was provided for investigation. Confirmation of the problem and root cause could not be determined.